Manufacturer narrative:
Concomitant: dtba1d1 crtd, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to erosion and a systemic infection. No further patient complications have been reported as a result of this event.